Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was deviation between the monitor for heart rate and the unit's value of pulse rate, both of their values were different and pulse rate was sometimes decreased when rapid heartbeat occurred. The doctor stated that the patient had an abnormality in the left heart system, and rapid heartbeat occurred about once every two weeks, at that time, there was a deviation between heart rate of 170 and pulse rate of 85. There was no patient injury.